Manufacturer narrative:
This report is for an unknown 3.5 mm lcp proximal humerus plate. /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2019, an open reduction internal fixation surgery for the humeral neck fracture was performed with periarticular proximal humerus plate. X-rays taken immediately after the surgery revealed that the locking screw star drive was broken and the cortex screw was deformed. The surgeon resumed the surgery and removed the screws but the shaft part of the locking screw was left in the body. The surgeon inserted two (2) unknown locking screws and two (2) unknown cortex screws instead to fix the unknown plate. The surgeon commented that he should have chosen three (3) holes because two (2) holes were insufficient to fixation. There was a surgical delay of more than thirty (30) minutes. Procedure and patient outcomes were unknown. This report is for one (1) unknown 3.5 mm lcp proximal humerus plate. This is report 2 of 2 for (B)(4).